Event description:
It was reported that an ilet user experienced intermittent communication failures between the ilet and a dexcom g7 continuous glucose monitor (cgm), resulting in lost signals during a meal and delayed automated insulin dosing, after which a replacement g7 was arranged with the sensor manufacturer. The user experienced a glucose peak of 355 mg/dl, with associated symptoms of thirst, and chest tightness. Outcomes included a delay to treatment or therapy due to the signal disruption. User support included interviews and analysis of user-provided information. Investigation of this case revealed an interoperability problem between the ilet and the g7 characterized by intermittent communication failure, with the affected device component identified as the antenna within the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.